Event description:
Boston scientific received information that during an attempt to implant this right ventricular (rv) defibrillation lead with another manufacturer's implantable cardioverter defibrillator (ICD), the rv lead exhibited high threshold measurements, loss of capture (loc) and high out of range pacing impedance measurements greater than 2,000 ohms. The lead was explanted and replaced with another manufacturer's rv lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.